Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient in the united kingdom who received baclofen via an implantable pump. The type of baclofen, concentration, and dose were not specified. It was reported that the patient was showing signs of baclofen toxicity and the hcp had inquired on how to stop the device. Event details were inquired from the representative to the hcp but no further information was provided at this time. No further complications were reported/anticipated.